Event description:
As reported, when a 5f mynxgrip vascular closure device (vcd) was attempted to be deployed in the sheath, when the sheath was withdrawn, the sealant was deployed completely above the skin outside of the patient. There was no reported patient injury. The device was used in an interventional procedure using a retrograde approach. The deployer was mynx certified. A 5f brite tip sheath was used. The femoral artery suitability was verified on angiography, including a 30¿45 degree insertion angle of the vascular sheath introducer. The vessel type was arterial, and the vessel diameter was verified to be greater than or equal to 5 mm. Hemostasis was achieved manually. The user stated there was firm resistance typical of shuttling down, described as a regular amount of resistance. The advancer tube engagement was unknown; peg was seen where the advancer tube typically remains after marrying the sheath with the handle. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.